Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event it will be added and a supplemental report will be submitted accordingly. Referenced article: "percutaneous left ventricular endocardial leads: adverse outcomes and a percutaneous extraction case series." European heart journal - case reports (2020) 4, 1¿5. Doi:10.1093/ehjcr/ytaa130. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding extractions of percutaneous left ventricular endocardial leads. The article reports a patient that experienced a grand mal seizure, on a background of non-specific neurological (predominantly visual) symptoms over the preceding 2 years. Subsequent echocardiography and cardiac computed tomography demonstrated the ventricular lead had inadvertently traversed a (previously unknown) superior vena cava (svc) to right pulmonary vein connection and was in fact implanted in the left ventricular (lv) endocardium. Embolism of material attached to the ventricular lead was thought to be the cause of his neurological symptoms. The lv lead was explanted and replaced. No further patient complications have been reported as a result of this event. Further follow up did not yield any additional information.